Manufacturer narrative:
Additional information: the returned driver was evaluated. The hex tip was found to have sheared off in a manner consistent with a torsion failure. The root cause cannot be determined, but possible contributors include inadequate screw hole preparation, placing the screw into a hole which is not centered within the corresponding hole within the plate so that the screw was run into the side of the plate, or excessively hard bone. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screwdriver sheared off during surgery and was recovered from the wound. There was no reported patient injury associated with this event. Additional information was requested but has not been made available.